Event description:
It was reported that on (B)(6) 2026, a 25 mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20 mm, unspecified balloon. During the procedure, on the first attempt, the valve was positioned too high. On the second and third attempt, the valve was at a deeper position. The valve was required to be recaptured third time and the user decided to deploy in a deeper position. During the deployment, the valve migrated a few more millimeters (mm) into the left ventricular outflow tract (lvot) and the final depth of was observed to be 15-18 mm. Post-implant, moderate supraskirtal leak was observed. Fluoroscopy/transthoracic echocardiogram (tte) /transesophageal echocardiogram (tee) was performed and stent frame of the navitor valve was located near to the anterior mitral leaflet (aml). It was decided to reposition the valve using dual access, with one approach via the femoral route and the other via the radial route. At the end, the valve was in a deeper and stable position. Tee revealed no leak; fluoroscopy revealed trace to mild leak. The implanter believed the cause of migration to be due to the deeper position. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.